Event description:
The customer reported being hospitalized with ketones and high blood glucose over 600mg/dl. The customer was throwing up at the time the paramedics were called. The customer was treated with an insulin drip and has not been on the device for two days. The caller mentioned that the cannula was bent. Troubleshooting was declined as customer had visited her doctor the day of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.